Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 020 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, the pump powered up with auditory and vibration to a hard cs 020 alarm. The cs 020 complaint was duplicated. The pump¿s cover was removed and u22 eeprom component was found to be cracked. Test code downloader tool application was used to upload test to master processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿ (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.